Event description:
Customer reported the following results for a patient using comfort curve test strip lot 551985 with the following inform meters: hi (>600 mg/dl) at 1624 on inform system 1, 218 mg/dl at 1631 on inform system 2, 33 mg/dl at 1644 on lab analyzer, 212 mg/dl at 1646 on inform system 3. Customer reported that the patient felt fine and received no treatment based on these meter or lab results. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The same lot number of strips was used with three different meters.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The same lot number of strips was used with three different meters.